Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump could not be charged using multiple sources. The customer would hold the pump/power source at a certain (arbitrary) position in order to charge the pump. Blood glucose was 166 mg/dl. The customer continued to use the pump as the battery had an existing charge.